Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Event description:
A triple platelet product was being collected. It was noted that the wbcs were elevated, but not flagged. The customer requested the run data file be investigated to determine a possible cause for the elevated wbc content in the platelet product. No medical intervention was required for the donor. The disposable set is not available for return. This report is being filed due to the potential for injury.